Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity and spinal cord injury. It was reported that the patient was scheduled to have magnetic resonance imaging (MRI) but the patient was having issues with their medication being processed properly through their body and were basically going through withdrawals so they wanted to know what they need to do for the patient's pump. The patient stated that last year after their first refill they noticed that the patient was having more spastic episodes than normal so it had been almost a year of them having issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.